Event description:
A user facility reported to olympus, the evis lucera elite colonovideoscope exhibited unsupported scope communication error code e315 and blurry image during maintenance inspection. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fluid ingression due to scope connector leaking, and scope communication err e315 unsupported scope was evident when the instrument plugged into the stack system. The faulty part was replaced, the device was tested and passed all functional testing, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, during handling of the device, water invaded the scope connector. This caused an abnormality of the electrical parts which resulted in the displayed error message. The root cause of this reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.